Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was used. An 8fr sheath was used in a percutaneous coronary intervention (pci). After a routine angiography for the femoral artery, which showed that the common femoral artery was suitable for using with an angio-seal. However, it was found that the sheath was broken, and the guide wire could not pass through, so the physician changed a new one and finished the operation. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information received on 09mar2021. The sheath was kinked. Additional information was received on 11mar2021. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, to update section h3, and to provide the completed investigation results. It was confirmed that the actual sample was unable to be returned due to carrier issues. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A photograph was provided by the facility. Upon examination of the image, there was a deformation identified at the blood inlet hole of the mated locator and sheath assembly. No other visual anomalies were noted. The complaint can be confirmed for the kinked sheath based on the image provided. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.